Manufacturer narrative:
This report is submitted on july 15, 2022.

Event description:
Per the clinic, the patient experienced slight swelling, fluid retention, a small wound dehiscence where pus drains and infection which was treated with oral antibiotics. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report. This report is submitted on august 08, 2022.

Manufacturer narrative:
This report is submitted on september 13, 2022.